Event description:
It was reported that the transurethral needle ablation of the prostate procedure was aborted because the generator would not start. There were two error messages and left rf channel issues. The pt was rescheduled. No injury was reported.